Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex fully covered rmv biliary stent was implanted in the common bile duct to treat an approximately 4cm in length stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, the flared end of the stent was unable to fully expand and a deformed shape was observed endoscopically. The physician is comfortable leaving the wallflex biliary stent implanted and the procedure was completed. There were no patient complications reported as a result of this event.